Event description:
Per the clinic, the patient had a change in impedances and the lack of nrt. The clinic requested a CT imaging to see if there are any ossifications. The patient was placed under general anaesthesia on (B)(6) 2024, in order to undergo a CT imaging.